Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height smart 4.1 failed to open due to the solenoid connector was damaged. A field service engineer replaced the solenoid to resolve the issue. Additionally, proactive maintenance was conducted on the device, which included the removal of dust from beneath the top cover. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 4.1 failed and required maintenance in the intensive care unit, which hinders users from accessing medication for a patient. This incident resulted in a delay to patient care, since the customer had used another station to get the required medication. There were no adverse events or injuries reported based on this event.